Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was experiencing abdominal pain and cramps, which were not relieved after reprogrammings. In turn, surgical intervention was undertaken wherein the entire system was explanted.